Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error main arm cannot communicate with the motor arm and hal software error detected. Customer's blood glucose level was 194 mg/dl. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. It was also stated that the error main arm cannot communicate with the motor arm and hal software error detected reoccurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 54 and error 3 found in the pump history file due to software error.